Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossing over the tissue when firing. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received partially cycled with a clip within the jaws; the cycle was completed and one scissored clip was formed; the next clip was removed from the jaws in order to evaluate the condition of the jaws and they were found to be yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed eleven scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.